Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and the set leaked at the junction of the tube and the chamber. A push pull test was performed at the junction of the tube and chamber and the pip of the chamber disconnected from the rest of the chamber. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of a solution administration set directly below the drip chamber. The chamber was half full and in a vertical position. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.